Event description:
After an implantation period of approx. 79 months several inappropriate shocks were reported. The lead was capped and replaced. One portion of the lead was returned.

Manufacturer narrative:
The ICD and a lead fragment were returned for analysis. The returned ICD first underwent a status interrogation. The device status was bol, and 21 charge processes had been registered.the visual inspection found a discoloration of the housing. This kind of discoloration can result on the housing surface of the ICD because of the formation of titanium oxide, due to the strong electrical fields during a shock delivery. This is normal and to be expected and has no impact on the devices capability to provide therapy. In a next step, the memory content of the ICD was analyzed. The analysis of the available iegms showed interference signals in the ventricular and in the far-field channel, which led to several shock deliveries. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. In addition, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. There were no indications of a malfunction of the ICD. The returned lead was only available as fragment. The proximal part of the lead, which was about 20 cm long, was returned for analysis. The returned fragment was examined visually, mechanically, and electrically. Aside from the existing cut through the lead, no damage was detected. The measurement of the direct-current resistances of the electrical conductors also proved to be unremarkable. The manufacturing process of the ICD and the lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, no indications of a material defect or manufacturing error were found for either the ICD or the available fragment of the lead.